Event description:
It was reported the patient was presented at the clinic for a scheduled follow-up. The patient right atrial (ra) lead was noted to have an increased pacing impedance, loss of capture and failure to sense. No intervention performed is reported. The patient is in a stable condition.